Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in december 2024. D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.